Event description:
It was reported the patient¿s stimulator came loose. The stimulator was flipping around when the patient leaned against something. The pocket was revised. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0gmx2, implanted: (B)(6) 2014, product type lead. (B)(4).